Manufacturer narrative:
Submit date: 2/04/2015. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Per maude adverse event report number (B)(4), a 5fr. Uac line is leaking. This occurred after removal of the stopcock closest to the line. The rn folded the line over to prevent blood back up, disconnected stopcock, and reconnected IV tubing. It immediately started to leak blood/IV fluids through a crack/hole and had to be removed and replaced.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was not provided; without a lot number it was not possible to perform a device history record (DHR) review. All DHR's are reviewed for accuracy prior to product release. Because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. Based on previous investigations, a possible cause for the failure if present are: operator mis-execution, misuse (excessive force, inappropriate use of cleaning agents, etc.), machine malfunction, inspection failed or not performed, defective material. With the available information it is not possible to confirm an exact root cause for this complaint. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.